Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg is unable to communicate with external devices. The patient indicated it has been approximately 2 years since the ipg was able to communicate with external devices. The patient also indicated he had not used or charged the device for an extended period of time. Surgical intervention may take place at a later date.